Manufacturer narrative:
(B)(4). Date of event: publication year of 2014. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via literature entitled: severe intra-abdominal bleeding leading to hemorrhagic shock, rectal perforation, and bilateral hydrothorax after stapling procedure for prolapsed hemorrhoids (pph): is the transanal drainage feasible in this situation? Authors: qinghuawang, jinlin du, cheng cai, jianpingwang, zhihui dai. Citation: int j colorectal dis. 2014; 29: 541¿542. Doi: 10.1007/s00384-014-1830-1. The authors reported a rare case of a life-threatening complication that occurred with the use of the stapling technique for hemorrhoidectomy and herein emphasize vigilance in the use of this technique for the treatment of a benign disease and call for attention to transanal drainage. The case was a (B)(6) year-old male who presented with a history of circumferential prolapsed hemorrhoids and occasional rectal bleeding since the age of (B)(6) years. Proctoscopy showed third-degree and second-degree hemorrhoids and mucosal prolapse. The stapling procedure was performed for the treatment of hemorrhoids with a pph-03 device (ethicon) in the lithotomy position. Soon after returning to the ward, the patient complaint of tenesmus. Intensive observation was taken for the management. However, it developed subsequently persistent rectal bleeding resulting in deterioration of the vital signs on the fourth postoperative hour. Apparent ecchymosis on the perineal region was noted. Digital rectal examination showed anterior rectal perforation above the staple line. Further abdominal CT examination showed rectal wall hematoma and pelvic collection. The patient was given immediate supportive management. Other reported complication included intra-abdominal bleeding leading to hemorrhagic shock, in which the patient received an emergency explorative laparotomy. A double-barreled colostomy was performed in the left iliac fossa, and one abdominal drain was placed in the peritoneal cavity. Furthermore, additional transanal abdominal drain and anal drain were well placed. Antibiotic therapy was started together with the supporting therapy it was reported that the following factors may contribute to intra-abdominal bleeding following pph; ring dehiscence too high stapled ring in the anal canal with an intra-abdominal position; too high placement of the purse-string suture or drawing of too much tissue into the stapler housing which may incorporate the muscularis propria in the staple line; and the presence of pelvic floor descent. Although unusual, pph may be life-threatening if not properly used, but the rate can be minimized if performed in selected cases by skilled specialists aware of the risks and associated diseases. Transanal drainage provides an option in the case of predicament.

Manufacturer narrative:
(B)(4).